Event description:
Night shift rn reported that she went to evaluate patient and found the bed soaked in urine. Upon investigation, patient's foley catheter was no longer intact and sampling port was missing causing leakage. New drainage bag was exchanged due to patient refusal to have system exchanged. Product sequestered and in col's office. Below information is to the best of authors ability as the catheter was placed in spor - lot # confirmed from bag. Product information: medline catheter, 16 fr silicone - non temperature sensing foley, not coude catheter. Lot#: 0332112a130, ref#: uro175716s, [redacted date] medline emailed. [Redacted date] shipping label received. [Redacted date] package sent through fedex. Manufacturer response for 16 fr silicone - non temperature sensing foley, not coude, 16 fr silicone - non temperature sensing foley, not coude (per site reporter) [redacted date] medline emailed. [Redacted date] shipping label received. [Redacted date] package sent through fedex.